Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 3006705815-2021-02820, related manufacturer report 3006705815-2021-02821. It was reported that revision of the leads took place on (B)(6) 2021 due to lead migration issue reported in related manufacturer report 3006705815-2021-02829 and related manufacturer report 3006705815-2021-02830. Upon explant of the right lead, the anchor came out of the fascia and the lead was coiled around the anchor site. The leads were also not secured properly in the ipg header and it easily came out of the port. The lead was then explanted, and a new lead was implanted. The ports were locked down and checked for tightness. The ipg remains implanted. It is unknown which is the right lead therefore both leads are being reported.